Event description:
It was reported that the patient underwent a posterolateral fusion at l4-l5 with titanium rods, autogenous local bone graft, and rhbmp-2/acs. Reportedly, sometime post-op imaging studies showed that the patient had developed uncontrolled bone growth resulting in nerve compression at the implant site. The patient is experiencing chronic pain and radiculitis.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of degenerative spondylolisthesis with severe spinal stenosis l4-5 and underwent following operative procedures: posterior fusion l4-5; instrumentation using titanium legacy 5.5 mm rods l4-5; autologus local bone grafting augmented with rhbmp-2/acs and demineralized bony matrix in form of osteofil. Per op-notes, ¿...bone graft was then applied. Essentially a combination of autologous local bone, rhbmp-2/acs and demineralized bony matrix to the gutters, spanning the transverse process of l4 and l5 bilaterally. The surgeons also packed lot of bone underneath the rods and also the facet joints to enhance the fusion bilaterally...¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: rod (implant (B)(6) 2006; explant: n/a). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.